Manufacturer narrative:
Johnson & johnson consumer, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which johnson & johnson consumer, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, johnson & johnson consumer, inc. Or its employees that the report constitutes an admission that the device, johnson & johnson consumer, inc., or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Updated information: UDI #: (B)(4). Expiration date: 06/30/2026. H2, h4, h6: device history records review was completed. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. The product was manufactured on july 12, 2023. If information is obtained that was not available for the initial medwatch, an additional follow- up medwatch will be filed as appropriate.

Event description:
Consumer of unknown age or gender reported an event with band aid brand sheer bandage. When the consumer applied the product wound on thumb there was no adhesive on product, and it did not stick. The consumer reported going to a dermatologist because water, that was infected with fungus, got into the product and the consumer¿s thumb had gotten infected. There was no additional information reported for this event.

Manufacturer narrative:
Johnson & johnson consumer, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which johnson & amp; johnson consumer, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, johnson & amp; johnson consumer, inc. Or its employees that the report constitutes and admission that the device, johnson & amp; johnson consumer, inc., or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. A2, a3, a4, a5: patient age, gender, weight, ethnicity and race were not provided for reporting. D1, d2, d3, d4: this report is for (band aid brand sheer bandages 50ct ap 4901730230308 4901730230308apa 4901730230308apa). Device is not distributed in the united states, but is similar to device marketed in the USA (bab sheer 1inx3in USA 38137004770 8137004770usa 8137004770usa). Lot#: 230712. D4: UDI #: (B)(4). Upc #: 4901730230308. Expiration date: ni. Lot#: 230712. D9: device is not expected to be returned for manufacturer review/investigation. H3, h4, h6: device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. A review of the device history records has been requested. H6: health effect clinical code: e1719 also refers to consumer alleged about & quot; got infected/water got into/water was infected with contained fungus & quot. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.